Event description:
Healthcare professional additionally reported "any creases associated with hole". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, brown particles and opening. Leak test was performed and found opening on device. A microscopic analysis was performed which identified puncture opening on device side, consist in the use of some surgical tool and opening striated in the posterior side and observed in the crease smooth opening in the posterior side. Based on the device analysis, the final assessment is more than three puncture opening on anterior due to surgical damage like, striated edge opening on anterior side assessed as surgical damage, crease smooth opening on posterior assessed as a fold flaw opening and two puncture opening on posterior due to surgical damage like. Additional, changed, and/or corrected data: b.5., b.6., d.7., d.10., g.1., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.